Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control high was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the control solution was tested and no faults were found. The test strips were evaluated and the primary complaint was not confirmed; however, while testing the strips with the control solution, the test strips failed for control solution low.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report.